Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was faded with pink contrast.

Manufacturer narrative:
Submitted: 06/05/2013, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the display was noted to be faded with a pink contrast. A test display was attached to the pump and illuminated properly without discoloration.